Manufacturer narrative:
Additional patient ID (B)(6). Patient weight was not provided for reporting. Additional device procode: ktt. Device remained implanted. Device explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture the surgeon used stainless steel screws with a titanium plate due to the titanium screw were not available. The mixing of metals can cause metallosis. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent procedure for osteosynthesis distal tibia and right fibula. Reportedly, lcp 3.5 mm plates for distal tibia in titanium and steel with their respective screw racks were sent for this procedure. The tibial osteosynthesis procedure was started with a very distal fracture. A 6-hole right medial plate was placed in titanium and fixation was started in the distal part. The doctor needed a blocked screw of 3.5 mm of 14 mm but the screws in titanium rack started from 26 mm up to 60 mm in length; the doctor was upset and placed a 3.5 mm x 14 mm locked screw in steel, since steel screws come from 10 mm to 60 mm in length. Fixation was continued and in the body of the plate the doctor decided to place a blocked screw of 3.5 mm x 20 mm, but again a screw locked of 3.5 mm x 20 mm in steel was placed due to the missing titanium screw of 3.5 mm x 20 mm length in the titanium screw rack. Fixation of the fibula was performed without problems. Because of this event, the doctor was upset and made the observation of the conflict of materials that can produce metallosis. Concomitant devices reported: 6-hole right medial plate (part # 04.112.514, lot # 41016787, qty 1). This report is for one (1) 3.5mm locking screw slf-tpng w/stardrive(tm) recess 20mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: 6-hole right medial plates ( 04.112.514, lot # unknown, qty, 3).